Event description:
While requesting assistance with calibration errors and change sensor errors, the customer reported having high blood glucose levels since having surgery recently. Customer reported having a blood glucose level of 452 mg/dl shortly before the call. Blood glucose level had come down to 345 mg/dl later in the call. No further information was provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.